Manufacturer narrative:
The tech found the brake casters were damaged and the caster supports were broken. He replaced the casters and caster supports to repair the bed.

Event description:
Info received indicates the brake is not holding.